Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During index procedure a resolute onyx drug-eluting stent was implanted in the lad. Approximately 34 months post index procedure the patient suffered acute coronary syndrome (myocardial infarction) in the target vessel. The event was treated with coronary percutaneous intervention. The investigator assessed event was not related to device or antiplatelet medication. The patient recovered.

Manufacturer narrative:
The patient has a medical history of diabetes. The event was treated with stenting of the lad one day post the event. Cec adjudicated the event as non q-wave mi (target vessel), mdt extended historical spontaneous. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient has history chronic kidney disease, hypothyroidism, gout and cancer. If information is provided in the future, a supplemental report will be issued.